Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 250 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the insulin pump alarmed the customer to low blood glucose levels. The customer reported that the insulin pump had a sensor glucose reading of 68 mg/dl where the actual blood glucose level was 250 mg/dl. Troubleshooting was done. The customer also reported a change sensor alert from the insulin pump. No additional info was provided.